Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after treating a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the treatment had ended successfully, and the patient had been disconnected from the device at the time the unit was found powered off. Complainant did not indicate that there were any adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing with a test battery without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs did not show any low battery or shut down warnings. The log did show the device was powered off through the power button. No trend is associated with reports of this type.